Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was said that patient was hospitalized and was noted to have "driveline power fault" alarms beginning from (B)(6) 2026 at 2200. It was noted that the patient side of the driveline had several tears with exposed wires and was previously taped. Log files captured driveline power fault alarms beginning at 10:04 pm on (B)(6) 2026. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. Log files were attached. It was said the modular cable and system controller were exchanged. The alarms did not return following the exchange.